Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to corrosion on the scope connector caused by water invasion. Additionally, scope communication error e311 (white balance has not been set) was present due to the corrosion on the scope connector. Also, corrosion was found on the scope connector cover due to the water leakage. Upon further inspection, it was observed that the coating on the image guide snake tube was peeling due to deterioration. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, a scratch was observed on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had no image. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the image guide snake tube was peeling which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunctions found during evaluation.

Event description:
Additional event information received from the customer: the type of procedure was inspection/diagnostic. The procedure was completed using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image issue could not be determined, however, it is likely that the defect was the result of damage to the image sensor unit including disconnection due to stress of repeated use, external factors, or handling, and/or the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Additionally, the root cause of the coating on the insertion tube peeling of could not be determined, however, the issue was likely the result of stress of repeated use, external factors, or handling. The no image issue may be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning¿. ¿inspection of the endoscopic image¿ ¿confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section¿. The coating peeling issue may be reduced/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.3 inspection of the endoscope describes the following warning. ¿inspection of the endoscope¿ ¿3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 4 holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid¿. Olympus will continue to monitor field performance for this device.